Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2020. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to alarm downstream occlusion when the peripherally inserted central catheter (PICC) line was clamped. The event occurred during delivery of maintenance fluids (intravenous solution with dextrose) on a pediatric patient. The pump was programmed with a volume to be infused (vtb) of 80ml at 40ml/hr. It was reported that the patient had decreased urine output and was given normal saline bolus. It was further reported that there was no harm to the patient. No additional information is available.